Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that three months after the dental implant was placed, in intraloral site #27 of the patient¿s mouth, non- osseointegration was observed. An infection was reported to be involved in the event. Primary stability was achieved and immediate load was not performed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that three months after the dental implant was placed, in intraloral site #27 of the patient¿s mouth, non- osseointegration was observed. An infection was reported to be involved in the event. Primary stability was achieved and immediate load was not performed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that three months after the dental implant was placed, in intraoral site #27 of the patient¿s mouth, non- osseointegration was observed. An infection was reported to be involved in the event. Primary stability was achieved and immediate load was not performed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).